Event description:
It was reported that "the battery overheated and the plastic melted near the contacts and the plastic near the pins on the pump also melted a little." The customer also stated that "the unit was not on a pt at the time of failure."

Manufacturer narrative:
(B)(4). The sigma engineering investigation found evidence of fluid intrusion. The fluid caused a short of the vbatt supply on the wireless printed circuit board, which allowed for overheating due to excess current draw. Further investigation found that the fluid intrusion was due to an insufficient amount of grease applied to the latch area of the wireless battery module. At this time, the date of event is unknown.